Manufacturer narrative:
Investigation: x-inspect returned samples. *analysis and findings. Complaint (B)(4). *was the complaint confirmed? Yes. Distribution history: the complaint product was manufactured at wallach in 2004, the workorder number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly.. Incoming inspection review: not applicable. Service history record: 78411-thermocoupler connector broke off. The thermocouple connector was replaced 22-apr-2015. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed physical damage. The thermocouple was broken, the inlet tube tip was bent and the hose was kinked. Functional evaluation: complaint product was functionally evaluated and found not to function properly. The unit also had 1 accessory unit returned with the complaint unit. A wa-2000 console. This unit was tested ok and returned to the customer. Root cause: the root cause of this issue has been attributed to the thermocouple being broken and the inlet tube tip bent. This is being attributed to normal wear and tear. *correction and/or corrective action there were no corrective actions. The cryo unit was too damaged and too old to repair. This unit was scrapped. The additional accessory that was returned was tested ok and returned to the customer. No further training required at this time. *preventative action activity. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per details received on (B)(4) from repair order log : "unit would not defrost."

Manufacturer narrative:
Coopersurgical , inc. Is currenlty investigating the reported conditon.

Event description:
Per details received on (B)(4) from repair order log: "unit would not defrost."